Event description:
There was an allegation of questionable ise sodium results from the cobas pure c 303 analytical unit. Sample 1 initial result was 152 mmol/l and the repeat result was 139 mmol/l. Sample 2 initial result was 148 mmol/l and the repeat result was 138 mmol/l. Sample 3 initial result was 139.7 mmol/l with a data flag and the repeat result was 127 mmol/l. Sample 4 initial result was 151.1 mmol/l with a data flag and the repeat result was 139.7 mmol/l. The samples were also repeated on a blood gas analyzer and the results matched the repeat results. No specific data was provided.

Manufacturer narrative:
The electrode lot number was v2134. The expiration date was not provided. The calibration and qc results were acceptable. The investigation is ongoing.

Manufacturer narrative:
The field service engineer cleaned the analyzer as there was dust due to improvements in the ceiling of the laboratory. He performed preventive maintenance and the customer did not report any further issues. The investigation did not identify a specific cause of the event.